Event description:
Received an article published in the scientific journal, journal of interventional cardiology, titled "clinical experience with a novel intracoronary perfusion catheter to treat no-reflow phenomenon in acute coronary syndromes." Per the article, the goal of this study was to assess the feasibility and safety aspects of the cw rx perfusion catheter and its claim to improve no-reflow phenomena after pci in patient presenting with acute coronary syndrome (acs). Per the article, two patients had post-mi heart failure.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. According to the article, the infusion of intracoronary drugs using the novel perfusion cw rx catheter seems to be safe and could help to improve myocardial perfusion in a selected group of patients presenting with acs who developed no-reflow. Related MDR's: 1219977-2014-00284.